Manufacturer narrative:
(B)(4). Additionally, it was reported that on (B)(6) 2013 another fall happened during the afternoon hours while transferring from a recliner to the unit, resulting in scraped skin on one side of his body (no details were provided). This second event will be reported separately. Two MDR reports will be submitted for this complaint, because of different events and dates were reported, and the file numbers are the following: (B)(4).

Event description:
(B)(4). It was reported by the consumer that the pronto m91 power wheelchair brakes were checked by the daughter and paramedics, and it was found in the lock position. However, on transferring from the toilet to the unit, the brakes failed, and it rolled away, resulting in a fall. Allegedly, he was found lying on the floor with a leg pinned under him. Emergency medical attention was sought, and paramedics gave the basic care, as he refused to go to the hospital. However, it was also alleged that his leg was swollen and hurting.